Manufacturer narrative:
The issue was resolved for the customer by the customer hiring a third party to evaluate the cot, who found no defect. The customer declined evaluation by a stryker representative.

Event description:
It was reported that the cot tipped/dropped during patient transport resulting in the patient receiving a small contusion to the fore head. No medical intervention was required.

Event description:
It was reported that the cot tipped/dropped during patient transport resulting in the patient receiving a small contusion to the fore head. No medical intervention was required.